Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia after an occlusion alert occurred on the device and was not acted upon, followed by a cartridge change during which the user forgot to perform the rewind step and subsequently disconnected from the ilet and used a subcutaneous insulin pen. Symptoms included elevated blood glucose readings for approximately twenty-four hours with reported confusion. Outcomes included the use of back-up insulin therapy via manual injection without assistance and no medical intervention or hospitalization. Investigation included review of device logs. Investigation of this case revealed an ignored occlusion alert consistent with interrupted insulin delivery; no kinks were reported in the infusion set and the user did not announce carbohydrate intake for two meals. It was concluded that hyperglycemia occurred with a cause that could not be fully determined, with contributing factors including an ignored occlusion alert, a potentially incomplete cartridge change procedure, and unannounced carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.